Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up with high blood glucose of 441 mg/dl which went up to 487 mg/dl after she administered a blouse and wanted to check her insulin pump. Troubleshooting was performed and blood glucose went to 279 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per her doctor's instruction.